Event description:
It was reported that balloon rupture occurred. The 89% stenosed target lesion was located in the mildly tortuous and non-calcified left common vein. A 18-6/5.8/75 xxl balloon catheter was advanced for dilatation. However, during inflation at 2 atmospheres for 3 minutes, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: xxl/18-6/5.8/75 esophageal balloon catheter was received for analysis. A visual examination identified a complete circumferential tear of the balloon material located approximately 15mm distal of the proximal sleeve of the balloon. The distal section of balloon material had been completely detached from the device due to a shaft break. Only a section of the distal balloon material measuring approximately 30mm x 25mm was returned for analysis. The remainder of the balloon material including the tip of the device the distal markerband and a section of shaft were not returned for analysis. This type of damage is consistent with excessive tensile force being applied to the device. A visual and tactile examination found the shaft to have been detached and severely stretched/damaged between the proximal and distal markerbands. The distal section of the shaft including the distal markerband, a section of balloon material and the tip were not returned for analysis. This type of damage is consistent with excessive tensile force being applied to the device. A visual examination of the markerbands identified a section of shaft including the distal markerband, a section of balloon material and the tip were not returned for analysis. No issues were noted with the proximal markerband. A visual examination of the device identified a section of shaft including the distal markerband, a section of balloon material and the tip were not returned for analysis.

Event description:
It was reported that balloon rupture occurred. The 89% stenosed target lesion was located in the mildly tortuous and non-calcified left common vein. A 18-6/5.8/75 xxl balloon catheter was advanced for dilatation. However, during inflation at 2 atmospheres for 3 minutes, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.